Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that there was a serious injury experienced. It was reported via social media that the patient had the watchman closure and it almost killed them.